Event description:
Per the clinic, the patient experienced an infection at the external magnet site due to the magnet retention being too tight. Additional information has been requested but it has not been made available as of the date of this report.